Event description:
The customer reported that her blood glucose reached "high" (>500 mg/dl) less than a day after activating the pod. When it was removed she observed that the needle had never deployed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."